Event description:
Pt's attorney alleges "pt underwent surgery on 1/30/1996 to have pump replaced" and that "pump malfunctioned causing medical complications for the pt."

Manufacturer narrative:
6/12/1998: h6 - info on this device and analysis was found in subsequent search in manufacturer's archived database. The device had been returned to the MFR at the time of the event (3/4/1996). Final device analysis results revealed normal battery depletion after 51 months implant duration. The event was not reported under medwatch requirements in force at the time as there was no indication of pt injury.